Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 600mg/dl; cause was unknown. A correction bolus via the pump was administered to address bg. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.